Event description:
Rptr inserted a #18 catheter in left cephalic vein. It was irrigated with ns without difficulty. When irrigated with heparin the catheter started leaking at connection of hub and catheter. It had to be removed. No other vein was suitable. This catheter had been sent free by another co's rep as a lot # and catheter that MFR had said was safe (had had a problem).